Manufacturer narrative:
The qcs were reported to be within the specified ranges. The alarm trace did not indicate any issues. The customer's handling of patient samples was acceptable. The field service engineer also decontaminated the module, adjusted the rinse nozzles and bead mixer, and replaced the mixer motor, degasser, and valves. The investigation determined the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Event description:
The initial reporter received a questionable elecsys tnt hs (tnths) stat result from one patient sample tested on the cobas e 801 analytical unit. The initial result was 8.83 pg/ml. The repeat result was 853.2 pg/ml. The reporter stated that the result of a follow-up sample was low, prompting the initial patient sample to be rerun. The initial result was ratified for the physician.

Manufacturer narrative:
The reagent lot number is 802247. The expiration date was requested but not provided. The field service engineer (fse) inspected the analyzer and did not find any issues. He performed mechanical checks. He adjusted the liquid-level detection (lld), mechanisms and hydraulics. He replaced the pinch tube and performed liquid-level detection cycles and a precision check. The investigation is ongoing.